Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the proximal shocking coil. Resistance test was completed to assess lead electrical performance. Measurements throughout these test were within normal limits. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the proximal shocking coil. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that the implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that this right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was partially explanted and replaced. A portion of the lead remained implanted. This lead is expected to be returned for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that this right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: patient codes. H6: impact codes.

Event description:
It was reported that the implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that this right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was partially explanted and replaced. A portion of the lead remained implanted. This lead is expected to be returned for analysis.